Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had experienced a high blood glucose (bg) level (440 mg/dl) and an insulin injection was administered to address the bg level. The customer changed the infusion set site. Although there was no damage or blood noted in the cannula, the customer thought the high bg was related to the infusion set. As the infusion set site had been changed, tandem technical support was unable to determine a possible cause of this event.